Manufacturer narrative:
All available information was investigated, and the returned device analysis observed the l-lock tabs to be damaged (broken), therefore, the reported clip actuation issues (inability to open and inability to close) could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip actuation issues appear to be related to the observed damaged (twisted) l-lock tabs. The damaged l-lock tabs appears to be related to a potential product issue; therefore, exception (issue) (B)(4) was initiated on 17-dec-2025 to evaluate whether a product quality issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the clip preparation, difficulty was encountered while opening the clip more than 60 degrees. The clip was unable to close. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. Upon device return, it was noted that that the l-lock was broken.